Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No a21, a17 alarm and no missing segment/partial display anomaly during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an external ram crc error alarm, partial display, an unexpected restart alarm and a cold reset was performed. Troubleshooting was performed. The customer stated that the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.